Event description:
It was reported to medtronic neurosurgery that the surgeon implanted a shunt which snapped off four times. According to the report, the pt eventually got an infection and the shunt had to be removed.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg and sterilization records was not possible as no lot number was provided. All of the valve are 100% tested at the time of manufacture.